Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a lint-like foreign material came out from the cartridge when iol was implanted. The surgery was completed after removing the foreign material by irrigation and aspiration. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Five opened, used company device were returned taped inside opened company pouches for lot. One of the cartridges is cavity 1, four are cavity 2. Eleven unopened company device were also returned for lot. The five returned used company device cartridges were microscopically examined. Two of the five cartridges did not appear to have adequate viscoelastic. All five cartridges had evidence of placement into a handpiece. The company device were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat, internal disruption was observed on four of the cartridge tips. The 5th cartridge had no damage observed. One unopened company device was randomly pulled from the returned unopened samples. The company device was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company device was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company device was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The lens model/diopter used was not provided. It is unknown if a qualified product was used. The root cause for the reported issue could not be determined. Based on the review of the returned used company device, the reported foreign material may have been internal coating material from the four damaged company device tips. One returned used company device was not damaged. One of the returned unopened company device was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. The associated lens model/diopter was not provided. It is unknown if qualified company lens was used. Per the instructions for use (IFU): the company device delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ophthalmic viscoelastic devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).